Event description:
It was reported that the customer received a button alarm. Distributor educated the customer to keep items from pressing on the button to prevent this alarm from occurring. However, customer did not confirm if an item was pressing button or not. There was no adverse effect to the customer's blood glucose level. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.